Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the loosened implant was confirmed. The clinical/medical investigation concluded that, the clinical root cause of the stem subsidence/loosening could not be definitively concluded; however, it is possible that the healing/plated periprosthetic fracture provided inadequate proximal femoral support, and therefore, could not be ruled out as a potential contributing factor to the reported event. The assessed patient impact was the stem subsidence, the subsequent revision procedure, and an anticipated post-operative recovery phase. Further impact could not be determined. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, the patient was admitted for a right hip revision for loosening of femoral prosthesis. Patient had previous thr revision in 2019 for periprosthetic fracture, but there are no details of this previous surgery. Xray shows subsidence of stem by approximately 10mm, with surgeon stating stem was loose. Femoral implants removed and another revision thr is required. No other complications were reported.